Event description:
Caller alleged imprecision with inratio meter. Results as follows: test 1: 1.3. Test 2: 2.6.

Manufacturer narrative:
Per general description, pt was milking the finger. This pre-analytical error in fingerstick causes contamination with interstitial fluids as indicated on technical bulletin 107. Inratio precision data provided by end-user lot: date: (B)(6) 2009, 1st inr: 1.3, 2nd inr: 2.6, mean: 1.95, sd: 0.92, %cv: 47.14. Since 47.14% cv is more than 20%, inratio meter results failed the criteria for precision. Since products will not be returned and no strip lot info provided, further investigation can't be performed.